Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Handle. The analysis results found that the device was returned with the handle seam broken. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The unusual noise experienced by the customer was replicated during our testing and determined to be a result of the broken handle seam. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken. This finding suggests the device locked out prematurely; however, it could not be determined what may have caused this to occur. Please note it is possible that the broken handle seam was a result of the inadvertent breaking of the lockout posts. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic chole procedure at the first firing the clip fell off the vessel after being placed. At the second firing a grinding noise was heard and a higher force to fire. No clip deployed. The surgeon removed the device from the trocar and fired the device outside the patient. A grinding noise was heard, but the clip fired and formed correctly. The surgeon placed the device back into the trocar and fired the device. The device made a grinding noise and a loud click and the clip deployed and formed correctly. The surgeon fired the device again and a grinding noise and loud click was heard, and no clip deployed. Another device was pulled to complete the case with no patient consequence.